Event description:
The white power cable was cracked and had been taped. The green substance was likely oxidation. The crack in the power lead may have been the point of moisture ingress that started the copper oxidation/corrosion leading to the formation of the green substance.

Manufacturer narrative:
Correction: g3 - (B)(6) 2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name corrected d4: catalog and UDI number corrected manufacturer¿s investigation conclusion: the reported events of the backup battery use count increasing throughout the log file, a green sticky substance in the backup battery compartment, and damage to the white system controller power cable were confirmed. The reported event of ¿intermittent beeping¿ while connected to 14v batteries was not confirmed via analysis of the log files. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6) contained data spanning 3 days combined ( on (B)(6) 2024 per the timestamp). The log files captured an increase in the backup battery use count and a backup battery circuit fault activate each time the black power cable was disconnected from its external power source. This sequence of events is consistent with the backup battery not detecting the presence of the external power source connected to the white power cable. The backup battery circuit faults resolved each time when the black power cable was reconnected to power and were not sustained long enough to activate an associated alarm. The log file captured a backup battery fault alarm on (B)(6) 2024 at 12:17:24 due to a backup battery circuit fault, a backup battery not installed alarm on (B)(6) 2024 at 12:17:41, and a backup battery fault alarm on (B)(6) 2024 at 12:17:46 due to a backup battery circuit fault; these alarms appear to be associated with the customer reseating the backup battery as recommended by technical services. The log file captured then backup battery fault alarms associated with backup battery circuit faults on (B)(6) 2024 from 12:40:30 to 12:42:44 and from 12:44:49 until the final event before the controller was powered down after being exchanged (captured at 13:02:10 on (B)(6) 2024). The driveline was disconnected at 13:01:24 on (B)(6) 2024 to exchange the system controller. No other notable events were captured in the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. Visual inspection of the returned system controller revealed that the white strain relief on the connector side of the power cable was broken. Additionally, the submitted photograph and inspection of the returned controller showed a green fluid substance in backup battery compartment and on the backup battery. The returned system controller was connected to a test power module and mock circulatory loop for functional testing. A backup battery fault alarm was able to be reproduced during testing by disconnecting the black power cable. A backup battery fault alarm also activated when both power cables were connected to power during testing. The controller was disassembled for further inspection, and it was observed that four of the wires in the backup battery ribbon cable were dislodged from the ribbon cable connector inside the controller housing. The dislodged wires caused a loss of connection to the controller printed circuit board (pcb) that would result in the observed backup battery fault alarms associated with backup battery circuit faults and the observed increase in the backup battery use count when the black power cable is disconnected. A green fluid substance was also observed on the internal components of the system controller, including on the main pcb, lcd pcb, and lcd screen. The backup battery ribbon cable was replaced, and the alarms subsequently resolved. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, a replace system controller alarm activated due to a vcc fault. Further investigation revealed that components r50 and c40 had become damaged during evaluation, which resulted in atypical vcc voltage and the activation of the replace system controller alarm. Components r50 and c40 were replaced, and the issue resolved. The reported event of the backup battery use count increasing was determined to be due to dislodged wires in the backup battery ribbon cable; however, the root cause of the wires becoming dislodged could not be conclusively determined through this analysis. The reported event of a green sticky substance in the backup battery compartment was determined to be due to fluid ingress in the system controller; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. The root cause of the reported event of the damage to the white power cable could not be conclusively determined through this analysis. The root cause of the reported ¿intermittent beeping¿ while connected to batteries could not be conclusively determined through this analysis; however, the observed fluid ingress and backup battery faults could have resulted in intermittent alarms. Incidental findings: debris was observed in the audio transducers and there was increased resistance on power cables consistent with early stages of conductor breakdown device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU)section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been experiencing power cable disconnects and increased backup battery usage, which led to the exchange of the backup battery before the controller was exchanged.

Event description:
It was reported that the back of the system controller was opened up and the backup battery (ebb) was checked. There was a sticky green substance noted under the ebb. A system controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.